Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level was over 400 mg/dl at time of incident and other relevant blood glucose level were 250 mg/dl and 338 mg/dl. Customer experienced symptoms such as nausea. The customer was treated with bolus. Customer did alleges insulin pump was under delivering. The customer stated that the drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. Customer performed displacement test and passed. Troubleshooting was performed for high blood glucose and under delivery. The device will not be returned for analysis.